Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set tubing detachment on from connector (B)(6)2025. The infusion set was in use for 20 minutes. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.